Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, tilting of the optease filter and the filter being unable to be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical, care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.  The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported tilt and retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported event notes implantation of the filter; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Additionally, the timing and mechanism of the tilt has not been reported at this time. Patient, technique or procedural factors during the attempted retrieval may have contributed to the reported tilt. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter on or about (B)(6) 2007. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, tilting of the optease filter and the filter being unable to be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical, care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g4, g7, h1 and h2. Section b5: additional information received per the discovery form (df) states that the patient experienced deep vein thrombosis, intraabdominal surgery, and an unsuccessful removal attempt. As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical record, history includes obesity, shortness of breath, abdominal pain, peritoneal carcinoma, malignant ascites, deep vein thrombosis (dvt), multiple surgeries, diabetes, hypertension, sleep apnea, and hypercholesterolemia. The filter was implanted secondary to bleeding complications while on anticoagulation. During the filter implantation procedure, the filter was deployed below the renal veins without any reported complications. At the conclusion of the procedure, it was noted that the patient had left lower extremity dvt in the peroneal and posterior tibial veins. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, tilting of the filter and the filter being unable to be removed. Per the patient profile form (ppf), the patient underwent an unsuccessful attempt to remove the filter percutaneously six months and eighteen days post implantation. Although the original event reported the filter was tilted, there is no mention of a tilt in the medical records available. The patient also reports to be suffering from mental anguish, pain and stress. Further information revealed the patient experienced deep vein thrombosis, intraabdominal surgery, and an unsuccessful removal attempt post filter implant. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported surgery and retrieval difficulty could not be confirmed, and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Corrected data section e2: non health professional section e3: occupation: other, legal section e4: no.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, tilting of the filter and the filter being unable to be removed. The patient also reports to be suffering from mental anguish, pain and stress. The indication for the filter implant was deep vein thrombosis and bleeding status post tumor resection and ascites requiring multiple paracenteses during the course of the hospitalization. The patient¿s medical history is significant for obesity, shortness of breath, abdominal pain, peritoneal carcinoma, malignant ascites, deep vein thrombosis (dvt), surgeries, diabetes, hypertension, sleep apnea, and hypercholesterolemia. The patient was initially admitted to the hospital with increasing abdominal pain and girth. A computerized tomography scan showed ascites, peritoneal carcinomatosis, and unknown primary source. A paracentesis was performed and 2 liters of ascites drained, which was somewhat bloody and has malignant adenocarcinoma in the peritoneal fluid. Four days after admission to the hospital the patient had an exploratory laparotomy with drainage of 3.5 liters of very bloody ascites, a total abdominal hysterectomy, bilateral salpingo-oophorectomy, omentectomy and tumor debulking. Two days after surgery an ultrasound showed thrombus in both peroneal veins and one of the posterior tibial veins, the patient was started on anticoagulation, but had a gradual decline in hematocrit. Six days later an ivc filter was implanted via the right common femoral vein without complications. Approximately six months post filter implant an unsuccessful percutaneous attempt was made to retrieve the filter. A cavogram showed the proximal aspect of the stent to be closely apposed to the right lateral caval wall. There does not appear to be contrast lateral to the hook. A guiding sheath and snare were used to try to engage the retrieval hook, but these were unsuccessful. Multiple wires, catheters and other devices were utilized. After an hour of trying, it was decided to discontinue and leave the filter in place. Although the original event reported the filter was tilted, there is no mention of a tilt in the medical records available. There is currently no additional information available. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. Without the procedural films to review, the reported tilt and retrieval difficulty could not be confirmed. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
The following additional information received per the medical records indicates that the patient has a history of obesity, shortness of breath, abdominal pain, peritoneal carcinoma, malignant ascites, deep vein thrombosis (dvt), surgeries, diabetes, hypertension, sleep apnea, and hypercholesterolemia. The filter was implanted as the patient had bleeding complications while on anticoagulation. During the filter implantation procedure, the filter was deployed below the renal veins without any reported complications. At the conclusion of the procedure, it was noted that the patient had left lower extremity dvt in the peroneal and posterior tibial veins. According to the patient profile form (ppf) the patient underwent the unsuccessful attempt to remove the filter percutaneously six months and eighteen days post implantation. Although the original event reported the filter was tilted, there is no mention of a tilt in the medical records available. The patient also reports to be suffering from mental anguish, pain and stress. Additional information is pending and will be submitted within 30 days upon receipt.